Event description:
"During priming, the customer found the leakage from the gas outlet port. The customer replaced the oxygenator with another one from the same lot. No pt injury was reported." (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) has not received the oxygenator for eval. Maquet cardiopulmonary ag is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and a impairment at one gas fiber has been found. Our review of the quality control process indicated that a 100% functional inspection for leakage is conducted during manufacturing. The test is carried out at 1 bar (approx 14 psi) for a time period of 75 min at a flow of 10 1/min. During this time each oxygenator is checked for any possible leakages. A review of the production documents is not possible without the serial # of the oxygenator in question. A review of the complaint history files indicated that no other complaint regarding this lot was received with the same malfunction. An internal process ((B)(4)) was initiated to determine root-cause and to implement the appropriate corrective action. The process is in the root-cause definition and investigation phase.